Event description:
A customer observed reproducible, false (B)(6) vitros anti-hav igm results from a single patient sample ((B)(6)) while using the vitros eciq immunodiagnostic system. The patient sample produced a (B)(6) result ((B)(6)) following testing with a non-specific antibody blocking tube (nabt) for elimination of false (B)(6), non-specific antibody interference for anti-body detection assays. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results were not reported to the clinician. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a false (B)(6) vitros anti-hav igm result was obtained from a single patient sample processed on the vitros eciq immunodiagnostic system. There was no evidence to suggest that an instrument or reagent malfunction occurred. Treating the affected patient sample using a non-specific antibody blocking tube yielded expected (B)(6)vitros anti-hav igm results. The root cause of this event is the presence of an interfering substance (non-specific antibody) within the patient sample.